Event description:
Customer reported device = 593 mg/dl. Customer went for a walk and felt shaky. Customer went to the hospital. Hospital device = 46 mg/dl. Customer was given honey and sugar. While in the hospital, customer went into a diabetic coma. Customer continues to have concerns stabilizing blood glucose level. Controls were in range but values were not provided. A request was made for return product and replacement product was sent.